Event description:
The pt reportedly fell (date not given) on the implant site. The pt reportedly was seen at the e.r. For treatment and released. In 2004, the pt reportedly was unable to achieve lock between their device and external equipment. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's cii device was no longer functioning.